Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the cardiologist inserted the intra-aortic balloon (iab) in cath lab and could not draw blood back from the central lumen. A new iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing/inner lumen approximately 76.2cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was kinked and occluded. The technician was not able to clear the occlusion and dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion and a kink on the inner lumen/catheter tubing. The evaluation confirmed the reported difficult/unable to aspirate central lumen problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the cardiologist inserted the intra-aortic balloon (iab) in cath lab and could not draw blood back from the central lumen. A new iab was inserted successfully. There was no reported injury to the patient.